Event description:
Healthcare professional reported, "defilled to 0cc [ten months prior] difficulties with solids - things improved - [one month ago] worsened - no liquids or solids - barium swallow - showing complete restriction." "Removal - intolerance - patient choice not to have replaced."

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Dysphagia and obstruction are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.